Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Boston scientific technical services (ts) recommended program changes and suspected a fracture but noted it is a bit odd since it is early. The patient will be left in the unipolar configuration and the physician will continue to monitor. This pacemaker and rv lead remain in service. No adverse patient effects were reported.